Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03833. The patient received 2 leads with different lot numbers. It was reported, the patient is no longer receiving stimulation and has been scheduled for surgical intervention. Follow-up identified the patient's scs system will be explanted due to the patient's physician requesting an MRI for the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.